Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-03900. It was reported that thrombosis occurred. The target lesion was located in the coronary artery. A 5f 155cm impulse guide catheter was selected for use. During a cardiac catheterization procedure, it was noticed that the impulse guide catheter had caused thrombosis in a few instances. No further patient complications were reported.